Event description:
Boston scientific received information that this patient had been lost to follow up for years and never had his device checked. The battery was completely drained and device interrogation could not be performed. The assumption was made that the device had reached end of life (eol). Therefore, it was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was found to have no telemetry after being implanted for 8.5 years. The cause of the no telemetry condition was the result of a severely depleted battery. The root cause of the depleted battery is unknown since once the depleted cell was replaced with a 3.25 volt supply the device had no high current, passed all testing and functioned properly. No other adverse events have been reported. This product issue will be updated if additional information is received.